Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11 the duraseal dural sealant system (202050) was returned for evaluation: device history record (DHR) review - the DHR was reviewed, and no anomalies were found during the manufacturing and packaging process that could be related to the reported condition. Failure analysis - investigation showed that the sample received back included pouch, tray, y-connector, 3 spray tips, vial assembled to the blue syringe, clear syringe, plunger cap, and syringe holder. The spray tips, y-connector, plunger cap, and syringe holder were visually inspected. The spray tips and y-connector had brown spots; however, there was no damages nor signs of use. The plunger cap and syringe hold also had no damages nor signs of use. The clear syringe was full of solution, the white cap was present, and no damages were detected. The blue syringe was observed fully depressed and it was assembled to the vial. The blue syringe was disassembled from the vial and no damages were detected. The vial was observed with spike fully depressed, and the redline was not visible. The vial had traces of blue liquid inside and on the syringe connector. The blue syringe was filled with water and attached to the spike, water flowed through out of the syringe to the vial and vice versa with no issues with the connection nor the presence of leaks. With the sample available for evaluation, the failure mode reported could not be confirmed as the syringe was able to be assembled properly to the spike and there were no leaks present. As such the reported complaint could not be confirmed. Root cause - the reported complaint is not confirmed and the root cause is undetermined as the syringe was able to be assembled properly to the spike and there were no leaks present. Per the fmea, potential causes of failure include: issues with performance. The risk remains acceptable per the risk analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while in contact with a patient, the duraseal dural sealant system (202050) liquid leaks from the upper side edge of the diluent syringe. No patient injury or surgical delay has been reported.